Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. An electrical evaluation found that the generator batteries of the imaging system were not holding a charge. Generator batteries were then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-ray battery indicator light on the imaging system was not illuminated when the interface (umbilical) cable was unplugged. The representative reported that demo image acquisitions were successfully performed indicating no issue with the batteries. There was no patient present when this issue was identified. No additional information was provided.